Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that a pressure rated ext set bonded ss 8.5 had flow issues and was clogged during use. The following was reported by the initial reporter: "it was reported that the IV tubing does not allow you to draw or flush. Verbatim: IV tubing does not allow you to draw or flush. Completely defective."